Manufacturer narrative:
Details of complaint: the customer reported that the patient complained that the gz transmitter became "warm" during use. The customer was not able to recreate/duplicate this issue with the complaint device. On a follow up with the customer, they indicated that this might have been an isolated case. They indicated that the device was not hot enough to cause burns on the patient as the patient did not have any burns during the exam. The customer suspected that this may be similar to most battery-operated devices that warms up after using for a prolonged period of time. No harm or injury was reported. Investigation summary: a review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. As the customer was unable to observe or recreate the issue, the reported defect could not be confirmed. Possible cause of the issue is battery failure, short in battery, or use of a battery stored in an inappropriate temperature.

Event description:
The nurse manager reported that the transmitter was having a higher than usual temperature. The patient complained that it was hot. They took it out of service and had a ce run a series of tests on it. None of the tests were conclusive. Nihon kohden technical support believes that the highest temp they reached was around 100 degrees f. No patient harm reported. The customer later communicated to nk that they believe that this was an isolated and patient specific issue. Upon assessing, the pack was not "hot" enough to cause burns, no burns were noted on patient exam and the pack was warm to the touch (as most battery operated items get when used for a prolonged period of time). Nk's clinical engineering team was not able to recreate this nor has nk noticed this in any other pack. Nk did not want to send it to quality assurance it was felt it was a subjective complaint from the patient that was not necessarily factual.

Manufacturer narrative:
The nurse manager reported that the transmitter was having a higher than usual temperature. The patient complained that it was hot. They took it out of service and had a ce run a series of tests on it. None of the tests were conclusive. Nihon kohden technical support believes that the highest temp they reached was around 100 degrees f. No patient harm reported. The customer later communicated to nk that they believe that this was an isolated and patient specific issue. Upon assessing, the pack was not "hot" enough to cause burns, no burns were noted on patient exam and the pack was warm to the touch (as most battery operated items get when used for a prolonged period of time). Nk's clinical engineering team was not able to recreate this nor has nk noticed this in any other pack. Nk did not want to send it to quality assurance it was felt it was a subjective complaint from the patient that was not necessarily factual. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the telemetry transmitter: central nurse's station: model: cns-6801a, sn: (B)(4).

Event description:
The nurse manager reported that the transmitter was having a higher than usual temperature. The patient complained that it was hot. They took it out of service and had a ce run a series of tests on it. None of the tests were conclusive. Nihon kohden technical support believes that the highest temp they reached was around 100 degrees f. No patient harm reported. The customer later communicated to nk that they believe that this was an isolated and patient specific issue. Upon assessing, the pack was not "hot" enough to cause burns, no burns were noted on patient exam and the pack was warm to the touch (as most battery operated items get when used for a prolonged period of time). Nk's clinical engineering team was not able to recreate this nor has nk noticed this in any other pack. Nk did not want to send it to quality assurance it was felt it was a subjective complaint from the patient that was not necessarily factual.